Event description:
On (B)(6), 2010, the lay-user/reporter contacted lifescan (lfs) alleging that onetouch ultralink meter is reverting into the setup mode. "A few minutes" prior to the onset of the alleged issue, the patient reportedly had "impaired vision." There was no allegation of treatment for acute complication of diabetes due to the product issue. During troubleshooting, there was no product misuse. The product issue was not resolved with training. This complaint is being reported due to the unresolved product issue. However, there is no evidence that the patient suffered a serious injury due to the alleged issue. The patient's symptoms preceded the onset of the reported issue. In addition there was no medical intervention to suggest the patient had severe hypoglycemia or hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.